Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was admitted to the hosp and was later fitted with an ICD. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4), 02/02013 - reuse. Electrode belt (B)(4), 05/2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. It was reported that the pt was enroute to the hosp at the time of treatment. The pt was inappropriately treated four times between 08:51:51 and 08:54:17. The response buttons were not pressed during the entire event. The pt was admitted to the hosp and was later fitted with an implantable cardioverter defibrillator (cd).